Manufacturer narrative:
The investigation is still in progress; therefore, a conclusion has yet to be established. A supplemental report will be submitted accordingly upon investigation completion. Edwards will continue to review and monitor all reported events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
It was learned through implant patient registry that a patient with a 23mm 3300tfx aortic valve implanted in the pulmonic position was explanted after an implant duration of 6 years, 9 months due to unknown reason. The explanted valve was replaced with a 25mm 11500a valve. The patient was in recovery post procedure. Edwards lifesciences maintains an implant patient registry. This registry is a patient tracking mechanism for serialized edwards implantable devices (bioprosthetic heart valves and annuloplasty rings), rather than a true post-market surveillance registry. Through the registry, edwards is notified when these devices are implanted. In addition, patient and/or device status may be reported to the registry via the implantation data cards. The information is received from various sources (e.g. Surgeon, hospital, and patient family members) and is not received in the form of a conventional customer complaint. The information reported may or may not be related to the edwards device.

Manufacturer narrative:
H3: report of stenosis and regurgitation were unable to be confirmed in the as received condition. X-ray demonstrated wireform was cut around commissure 3 and appeared to match up. As received, horizontal creases/folds were observed on the cusp of all three leaflets. Minimal host tissue overgrowth encroached onto the tissue and into the orifice at the greatest distance of approximately 2mm on leaflet 2 at the outflow aspect. Moderate host tissue overgrowth encroached onto the tissue and into the orifice at the greatest distance of approximately 8mm on leaflet 2 at the inflow aspect. Host tissue on the stent circumference was minimal at both the inflow and outflow aspects. Leaflet 2 had a 2mm tear near commissure 3 adjacent to the cut wireform. Leaflet 3 was damaged near the cut wireform. Sewing ring had multiple cuts around the valve. Blue suture remained attached to the sewing ring and two black threads were attached at both sides of the cut region. Updated sections: d9, g3, g6, h2, h3, h6 device code(s), and type of investigation.

Manufacturer narrative:
Updated sections: g3, g6, h2, h6 investigation findings, and investigation conclusions. Stenosis, which develops progressively over time, can be due to a number of issues. Additionally, there can be a number of potential known and unknown patient-related contributing factors. Svd (structural valve deterioration) is an acquired condition, intrinsic to bioprosthetic valves, characterized by deterioration of the leaflets or supporting structures, leading to thickening, calcification, tearing, or disruption of the prosthetic valve materials. These changes result in valvular dysfunction manifesting as stenosis and/or regurgitation with a consequent drop in hemodynamic efficacy of the valve. Alternatively, non-structural valve dysfunction (nsvd) may also play a role in the development of valvular stenosis. Stenosis is most commonly related to patient factors and is not usually an indication of a device malfunction related to a manufacturing deficiency. Pannus overgrowth, or host tissue, is considered a form of non-structural valve dysfunction. The growth of host tissue on the sewing ring is expected and is a natural part of the healing reaction to prosthesis implantation. In contrast, if there is an excessive amount of pannus growth, it can extend onto the cusp surfaces leading to thickening of the cusps, leaflet immobility, elevated gradients, and stenosis. Host tissue growth can also contribute to cusp retraction or curling resulting in valvular regurgitation. Host fibrous (pannus) tissue growth is not a malfunction of the device related to a manufacturing deficiency. Through further investigation, it was determined that the root cause of this event was most likely due to patient related factors.

Manufacturer narrative:
H11: additional manufacturer narrative: updated sections b5, b7, d4 (expiration date), g3, h4, h6 (health effect - clinical code, device code, type of investigation, included codes 4111 and 3331). The device history record (DHR) review was completed, and this device passed all manufacturing and sterilization inspections prior to release for distribution. There were no issues identified that would have impacted this event. H11: corrected data: correction to h6 (type of investigation) code submitted on initial FDA report as it included codes 4114 and 4117, but should have only one code, 4114. Corrected section h6 (component code).

Event description:
It was learned through implant patient registry and investigation that a patient with a 23mm 3300tfx aortic valve implanted in the pulmonic position was explanted after an implant duration of 6 years, 9 months due to severe stenosis and regurgitation. The patient presented with shortness of breath. The explanted valve was replaced with a 25mm 11500a valve. The patient was in stable condition post procedure and was discharge on pod#5.